Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When (B)(6) tried to pin this rotation guide to the femur the pin got stuck in the bottom pin holes. He could use the guide but when trying to remove the pins after use he had to pull the rotation guide including the stuck pin of the bone. The incident did not cause any delays or medical consequences for the pt at all.